Event description:
It was reported that the system would not make an exposure, no fluoro. There is no reports of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ip board was replaced during the service call. The system was tested and found to be working as intended and put back into service.